Event description:
The dealer states the left motor hesitates and stutters causing the chair to do doughnuts. The last time this happened, the consumer was caught in the middle of the street. The left motor was replaced in (B)(6) 2014 on order #(B)(4).